Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis (B)(4): the device was returned and analyzed. Analysis revealed normal battery depletion. Concomitant products: product ID 419488 implanted: (B)(6) 2007, product ID 694965 implanted: (B)(6) 2007. (B)(4).